Event description:
It was reported that a blood fluid warmer cassette ruptured at the tubing and sprayed blood on the patient and nurse. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed by the user facility that this event was a result of operator error and the nurse has been properly instructed on how to use the device. It was identified that no other complications resulted in the event.

Event description:
It was reported that a blood fluid warmer cassette ruptured at the tubing and sprayed blood on the patient and nurse. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device not returned.